Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device seemed to have declined gradually. The recipient reported things have slowly gotten harder to understand through her device over the past few months. Her mother has noticed difficulty with understanding distinctly over the past few weeks. The recipient seemed to notice some discomfort while performing some measurements. Family not certain if they would like to pursue revision or explantation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Hearing performance with the device seems to have declined gradually. The recipient reported things have slowly become harder to understand through her device over the past few months. Her mother has noticed difficulty with understanding distinctly over the past few weeks. The recipient seemed to notice some mild discomfort while performing some measurements. Family not certain if they would like to pursue revision or explantation.